Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and observed two lands on the pcb which were open. The open lands were between capacitors c25 and c4 and between capacitor c502 and resistor r560. The cause of the open lands could not be determined.

Event description:
The customer reported that their device would no longer power on. There was no patient use associated with the reported failure.